Manufacturer narrative:
H6 - 4581 - over/under correction. H6 - work order search: no additional similar complaint type events within associated lots were found. Over/under correction and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced over/under correction. Due to over/under correction, the lens was explanted. The cause of the event was reported as patient related factor. There are multiple medical device reports associated with this patient. This report is 1of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.